Manufacturer narrative:
It was reported that the patient has laxity. It was also reported that the patient has a dislocated lateral poly insert. A revision surgery occurred to convert the patient to an off the shelf knee implant system. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has laxity. It was also reported that the patient has a dislocated lateral poly insert. A revision surgery occurred to convert the patient to an off the shelf knee implant system.